Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not being safely utilized by the customer. Reportedly, the customer had been trained on the tandem pump, but due to usability issues, the endocrinologist advised that the customer stop using the pump. Customer continued usage of the pump for insulin therapy. Recommendation was made by health care provider to provide additional training to the customer which was provided by the clinical diabetes specialist (cds) to the customer and customer¿s wife. The following day, the customer reported experiencing a blood glucose (bg) level of 500 mg/dl. The customer verified that the cartridge and infusion set was functioning as intended, and a bolus was delivered to address bg level. The customer became subsequently hospitalized due to tripping on customer¿s walker; however, the cds reported that poor use of the pump by the customer contributed to the event. Additional information regarding the event was not provided.